Event description:
It was reported that customer experienced high blood glucose levels above 600 mg/dl, which were confirmed by both continuous sensor and blood glucose meter, and suspected cause was unknown. Customer gave correction dose by injection, confirmed use of automated insulin adjustment feature, and agreed to a system check. Customer was instructed to load new cartridge to resume insulin and to follow up if problem continued.